Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray regulator and the battery pack were replaced, during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not boot up and had a ma sensor error message. No pt injury was reported.